Manufacturer narrative:
Conclusion the complaint describing a leaky on the cannula cannot be verified, the head set meets product specifications. Result the returned unused infusion sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported having continual concern with leakage of insulin from the needle of the infusion set on the infusion device. Mother stated that one or two days after changing the needle or the infusion set, the patch is wet and the patient's blood glucose levels are elevated; exact reading was not provided. Mother reported the patient uses the insertion assist device to insert the needle and the insertion seems to be okay all of the time, but then sometimes it happens that the patches are wet. Mother stated this has occurred with different boxes of needles and infusion sets. Mother reported she will try another type of needle because she thinks the problems are not with the lots she is using. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.